Event description:
Device report from synthes reports an event in the USA as follows: it was reported that found in spd with spindown broken off. This complaint involves one(1) device reduction forceps points speed lock 205. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received occupation: reporter is a j&j sales representative. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5 h3, h6: a product investigation was conducted. Service and repair evaluation: the customer reported that 399.78, reduction forceps points speed lock 205 had a spin down and broken off. The repair technician reported the device is missing stop nut, spindle asm, adjusting nut and u post screw. Missing parts is the reason for repair. The cause of the issue is missing parts. The following parts were replaced: stop nut, spindle asm, adjusting nut and screw. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H3, h6: a device history record (DHR) review was conducted: part number: 399.78 lot number: t203681 manufacturing site: tuttlingen release to warehouse date: 22-sep-2020 a review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9; h4

Event description:
There was no patient involvement.